Event description:
It was reported that, on the implant date, there was a problem with extending and retracting the lead screw. The lead was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress). Helix can not be extended and retracted due to distal conductor distorted and fractured within the connector. Distal conductor distorted and blood in/on helix mechanism. Full lead returned and analyzed.